Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and was static. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. The customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.